Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 10-years-old male child patient faced crimped cannula on (B)(6)2024. His blood glucose level was high which was treated with correction bolus via pump. The issue occured with one infusion set used 12 hours and site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Patient country: united states.